Event description:
Noise on rv lead led to detection and delivery of therapy. No other measurements out of range at follow-up. The device remains implanted. (B)(6) 2013 - as of today, all available information suggests this lead remains implanted.

Manufacturer narrative:
(B)(6) 2014 - additional information was provided informing us the leads had been capped and the ICD explanted on (B)(6) 2013 and a new system implanted on the other side. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.